Manufacturer narrative:
An event regarding packaging issue involving a triathlon augment was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed a hole in the inner and outer tyvek lids of the device packaging. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the returned product confirmed the breached sterility of the device packaging however, the exact root cause could not be determined. Discussion with packaging pse determined that the triathlon packaging configuration will be improved under an ecr and validated.

Event description:
When opening sterile implant it was noticed there was a slit in the inner container. There was no damage to the outer box.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
When opening sterile implant it was noticed there was a slit in the inner container. There was no damage to the outer box.